Event description:
It was reported that tandem mobi pump battery would not charge and pump later experienced shutdown associated with high blood glucose reading displayed as ¿high.¿ there was no reported assistance required from third parties, and no additional information was received regarding any further impact to the customer¿s blood glucose level. Customer initially confirmed that leaving pump on charging pad for extended time did not resolve issue, then changed to non-tandem wall adapter and non-tandem charging cable with tandem charging pad, after which pump charged but required repeated unplugging and replugging, sent follow-up messages, and ultimately closed case when customer did not respond and pump later appeared to be charging after replacement supplies were delivered.